Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the aneurysm growth is unknown.

Event description:
On (B)(6) 2010, the patient underwent a procedure using a gore ag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2010, the aneurysm measured: 55mm. Follow up dates and aneurysm measurements are as follows: (B)(6) 2011 - 55mm; (B)(6) 2012 - 57mm; (B)(6) 2013 - 57mm; and (B)(6) 2014 - 62mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention. No further information is available.